Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right revision total knee arthroplasty. Diagnosis: pain due to internal orthopedic prosthetic devices. No further information available per hospital." A 5x11 cr insert was revised to a 5x14 cs insert.